Event description:
Device 3 of 3. Rf MFR reports: 1627487-2013-05902 and 1627487-2013-05903. The pt has four leads (two are from the same model/lot). It was reported, the pt has been experiencing non-beneficial stimulation (for off-label use). As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.